Event description:
It was reported that this pacemaker was explanted having been found to be operating in safety mode. Besides surgical intervention, no other adverse patient impacts were reported. The explanted device was returned for evaluation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection was unremarkable. Interrogation confirmed that the device was operating in safety mode. Review of device memory indicated the device the last reset type was a power on reset. Telemetry could not be reestablished after initial session ended. The device case was opened and a detailed battery analysis revealed an internal short due to a torn insulation tube which caused the device to revert to safety mode.

Event description:
It was reported that this pacemaker was explanted having been found to be operating in safety mode. Besides surgical intervention, no other adverse patient impacts were reported. The explanted device was returned for evaluation.